Event description:
It was reported by service report that the cot had a broken outer base tube weldment and missing lift-here labels. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Outer base tube weldment and lift-here labels.